Event description:
The pt underwent a laparoscopic sigmoidectomy procedure due to diverticulitis. During the procedure, the surgeon identified a tubal abscess secondary to the pt's perforated diverticulitis. During the creation of the anastomosis, the left tubal abscess ruptured spilling purulent material throughout the pelvis. This was aspirated and irrigated extensively until it was completely clean. Because of this secondary infection, the compression ring device was over sewn using interrupted 2-o ethibond sutures. Approximately 3 months post operation, the pt was diagnosed with colon stricture. A colonoscopy with removal of the device was performed. The surgeon reported that after ring removal, the anastomosis was visualized and there was no evidence for an anastomotic leak. There were no complications and the pt tolerated the procedure well.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The production history files were reviewed, indicating that the device was released according to its specifications. The device's ring was received for eval. Device eval did not reveal any finding that could be attributed to the event. Indeed, a secured anastomosis was created and, as reported by the surgeon, the donuts were intact and there was no evidence for anastomotic leak. Stricture is an anticipated complication of colorectal anastomotic procedures with no relation to the method used for the creation of anastomosis. The occurrence of strictures was rarely reported with the use of the colonring device.